Event description:
The manufacturer received information alleging a trilogy evo "ventilator service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the "ventilator service required" alarm was not duplicated during an operational check. An error code e-384 was present in the error log indicating a pressure drop between a monitor pressure sensor and an outlet pressure sensor becomes more than the specific value. During a check of the inside of the device, it was confirmed that water was attached to the airflow path. It is believed that the issue was caused by exact pressure measurement that could not be performed due to the water entering the airflow path. The device's blower assembly and flow sensor were replaced due to the water. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).